Manufacturer narrative:
(B)(4) (revision surgery, mesh removal). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had removal or revision surgery resulting from complications from mesh.

Event description:
Pli(10): the patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced infection, bacterial infection, altered mental state, pus, weight loss, sepsis, small bowel obstruction, adhesions, pain, mesh migration, inflammation, scarification, mesh encapsulation, inadequate ingrowth, abscess, hernia recurrence, opened wound, & seroma. Post-operative patient treatment included infected left groin mesh removed, debridement of groin, lysis of adhesions, colonoscopy, insertion of new mesh, repair of two abdominal wall hernias with small bowel obstruction, removal of abdominal wall hernia sac, wound care, & medication. The device was used with secure straps. Pli(20): the patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced infection, bacterial infection, altered mental state, pus, weight loss, sepsis, small bowel obstruction, adhesions, pain, mesh migration, inflammation, scarification, mesh encapsulation, inadequate ingrowth, hernia recurrence, and abscess. Post-operative patient treatment included debridement of groin, lysis of adhesions, colonoscopy and insertion of new mesh. The device was used with secure straps. Relevant tests/laboratory data (B)(6) 2015: per op note, abscess grew out gram-negative and colon type of bacteria. Colonoscopy was normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced infection, bacterial infection, altered mental state, pus, weight loss, sepsis, small bowel obstruction, adhesions, and abscess. Post-operative patient treatment included infected left groin mesh removed, debridement of groin, lysis of adhesions, and insertion of new mesh. The device was used with secure straps.

Manufacturer narrative:
Additional information: g4, h6 correction: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: b5, b6, b7, g4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced infection, bacterial infection, altered mental state, pus, weight loss, sepsis, small bowel obstruction, and abscess. Post-operative patient treatment included infected left groin mesh removed, debridement of groin, lysis of adhesions, and insertion of new mesh. The device was used with secure straps.

Manufacturer narrative:
Additional info: a4, b2 (added life threatening), b5, b7, h6 (removed codes, added patient codes, imf codes, device code and ime e2402: "weight loss"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced improper healing, wound reopened, infection, bacterial infection, altered mental state, pus, weight loss, sepsis, small bowel obstruction, adhesions, pain, mesh migration, inflammation, scarification, mesh encapsulation, inadequate ingrowth, hernia recurrence, and abscess. Post-operative patient treatment included debridement of groin, lysis of adhesions, removal of abdominal wall hernia sac, colonoscopy and insertion of new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced infection and abscess. Post-operative patient treatment included infected left groin mesh removed.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced infection, bacterial infection, altered mental state, pus, weight loss, sepsis, small bowel obstruction, adhesions, pain, mesh migration, inflammation, scarification, mesh encapsulation, inadequate ingrowth, and abscess. Post-operative patient treatment included infected left groin mesh removed, debridement of groin, lysis of adhesions, colonoscopy and insertion of new mesh. The device was used with secure straps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.